Manufacturer narrative:
This report is submitted on april 14, 2023.

Manufacturer narrative:
This report is submitted on march 10, 2023.

Event description:
Per the clinic, the patient experienced granulation tissue at the implant site. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.